Event description:
Literature: mikati ma, yehya a, darwish h, karam p, comair y. Deep brain stimulation as a mode of treatment of early onset pantothenate kinase-associated neurodegeneration. Eur j paediatr neurol. 2009: 13(1): 61-64. Summary: this is a case of a young girl with early onset pantothenate kinase-associated neuro-degeneration (pkan) whose initial clinical manifestation was ataxia at the age of 2.5 years. Subsequently the pt developed refractory severe dystonia resulting in essentially complete loss of motor control. She had a mutation in pank2 gene consisting of an amino acid change of alanine to valine in exon 5. After globus pallidus deep brain stimulation (dbs) at the age of 11 years, the pt regained useful motor function and speech with a marked decrease in the severity of the dystonia. The tip of the electrode was exactly at the ctr of the targeted posteroventrolateral part of the globus pallidus internus bilaterally. Reportable event: three months following implantation, an infection developed around the device that did not respond to antibiotics. The device was explanted.